Event description:
Treatment of an aneurysm located in the right vertebral artery. On (B)(6) 2014, the patient underwent pipeline embolization treatment. During the procedure, it was reported the physician placed the first pipeline (3.75mm x 30mm) in the basilar artery down to the vertebral artery. The pipeline slid down past the landing zone; therefore, it was removed from the patient by trapping the pipeline braid between the capture coil and the catheter. The physician successfully implanted a new pipeline (3.75mm x 20mm), but wanted more coverage so attempted to implant another pipeline (3.75mm x 14mm), but this pipeline also slid past the landing zone and was removed the same way the first pipeline was removed. A fourth pipeline (3.75mm x 10mm) was advanced to the lesion where it could not be released from the capture coil. An attempt was made to push the pipeline off the capture coil with the marksman catheter, but without success. This pipeline was removed from the patient. The physician successfully implanted the last pipeline (4mm x 16mm) no patient injury was reported as a result of the procedure.

Manufacturer narrative:
The lot history record of the reported lot number has been reviewed and no issues were noted that would have contributed to this event. The device will not be returned for analysis as it was discarded; therefore, the event cause could not be determined. (B)(4).